Manufacturer narrative:
Additional information: (event site state)- gujarat, (postal code)-(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. After further inspection the fse found that power supply was defective. The power supply was repaired by the in-house biomed and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11. Corrected fields: h3, h6(type of investigation, investigation findings and component codes). H3 other text: biomed repaired the power supply in house.

Event description:
N/a.

Manufacturer narrative:
Device not returned: additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.